Event description:
A report was received of an unknown lead deficiency. It is unknown what action was taken to address the reported event.

Manufacturer narrative:
Additional information was received from the site stating that imaging showed the lead was intact and in place therefore there was no lead deficiency.

Event description:
A report was received of an unknown lead deficiency. It is unknown what action was taken to address the reported event.